Manufacturer narrative:
H10: one device was received for evaluation containing approximately 65ml of fluid in the bladder; the other device was not returned and therefore, could not be evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused; the total dose was not administered to patient. This was observed during patient use. The devices were filled with 5-fluorouracil 40ml and 220ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.